Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2024. The lids and insert were all cracked. There was no patient consequence. There was no surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the lids and insert were all cracked. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the corail amt case complete had the following damage distributed on its overall surface and specific components such as the lid, tray and base of device: a) the overall case kit had worn patterns; b) the lid had cracks where the latch assembles and the following components appear to be missing (one (1) latch assembly and two (2) metal lift bails); c) the tray had cracked portions, near the silicone brackets and one (1) silicone bracket is missing; d) lastly, on the case base, the metal brackets had its coating peeling off. The observed conditions were identified as end of life indicators; damages consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. With information provided, a potential cause for the missing components was not established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail amt case complete would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.